Manufacturer narrative:
(B)(4). During visual and microscopic inspection it was discovered that the plastic sheet remained on the distal end of the wire. The plastic sheet is used during manufacturing and fully envelops the sensor to the tip of the wire. The presence of the sheet means that it was not removed after the manufacturing step as required. To date, no other complaints regarding this failure mode within this lot has been reported. The manufacturing site is being made aware of this defect. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that, prior to the procedure, the wire failed to be recognized by the system. Upon inspection of the returned device, it was observed that the distal end of the device was still wrapped in an off-white transparent sleeve. The sleeve began at the distal end of the proximal coil, adjacent to the sensor housing, and extended beyond the dome. There was no injury to the patient.